Event description:
Related to 2183959-2010-00411, 2183959-2010-00413. Pt was implanted with a perigee on (B)(6) 2007. Pt claims that after, and as a result of, the implantation she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, mental pain and she has sustained permanent injury. No further info provided.

Manufacturer narrative:
Info suggests the sling has not been removed. No conclusion can be drawn based on the info provided. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.